Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting increased impedance measurements of 350 ohms to 1200 ohms over a seven month time period. Elevated threshold measurements were also observed. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.